Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the lead tip measuring 54 cm was returned for analysis. Internal insulation abrasion was found at 7.7 cm to 11.5 cm from the distal tip. The efte coating was abraded at the same location. Internal insulation abrasions were noted at 11.9 cm to 13.4 cm, 19.0 cm to 20.1 cm, 7.4 cm to 7.9 cm and 40.7 cm to 41.3 cm from the distal tip. The etfe coating was intact at the same locations. Internal insulation abrasions were noted at 6.1 cm to 6.2 cm and 6.5 cm to 6.6 cm from the distal tip under the shock coil. The etfe coating was intact at the same locations. External insulation abrasion was found at 42.0 cm to 42.6 cm from the distal tip consistent with lead friction to another device or structure. The efte coating was intact at the same locations. Other damages found were sustained during the surgical procedure.

Event description:
It was reported that several inappropriately detected episodes in the vf zone was observed. The lead was extracted and replaced. No consequences for the patient have been reported.